Manufacturer narrative:
Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer over filled cartridges. No reported adverse impact to the customer's blood glucose. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report.